Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the paper part of the primary packaging was ruptured and open. The reported condition was verified. The cause of the condition was not determined. Ten (10) retention samples were also evaluated. Visual inspection of the ten retention samples did not reveal any damage to the primary packaging. The packaging of the retention samples was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a solution set was open. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a solution set was open. This was noted before use. There was no patient involvement. No additional information is available.